Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. During evaluation, additional reportable malfunctions were identified, including the presence of a foreign body in the control unit air water cylinder and foreign material in the insertion part distal end air water channel. A definitive root cause could not be determined. However, based on the investigation results, the malfunction was likely related to a scope communication error b30, most probably caused by a component failure. Olympus confirmed the presence of foreign material in both the control unit air water cylinder and the insertion part distal end air water channel. The type of material and its source could not be identified, and therefore, the root cause remains undetermined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope screen turns completely black after a few minutes and there was snow on the screen. There were no reports of patient involvement.